Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the investigation results, it is likely that the air/water supply issue was caused by the foreign material found in the nozzle. The specific cause of the nozzle becoming clogged with foreign material could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, foreign material came from the nozzle of the gastrointestinal videoscope. There was no patient involvement.